Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6) 2014, the patient was prescribed a ten day course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.